Manufacturer narrative:
Suspect device: coaguchek xs test strip.

Event description:
Pt reportedly obtained a result of 2.3 inr on the coaguchek xs test system and 1.6 inr on a comparison lab. The same pt later tested 4.0 inr on the coaguchek xs test system and 2.8 inr on a comparison lab. Pt reportedly performed duplicate testing on the coaguchek xs test system with results of 3.8 inr, 2.9 inr, 3.6 inr and 3.4 inr. No treatment info was provided. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek xs test system: meter, test strip lot 20149639, cat/04625358017, exp 12/31/07.